Manufacturer narrative:
A philips technical consultant (tc) arrived onsite and interviewed the customer who confirmed they were unable to use the unit. The tc evaluated the unit and diagnosed a faulty speaker assembly and mainboard needed to be replaced to resolve the issue. A good faith effort (gfe) response indicated the unit has returned to working specification with the speaker and mainboard replacement. The gfe response also reported there was no sound at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly and mainboard. The reported problem was confirmed. No further investigation or action is warranted at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported there was speaker malfunction inoperative message was present. It was confirmed the device did not produce sound at the time of the report. The device was in use on a patient at the time of the event, there was no adverse event reported.